Event description:
Procedure: unknown. According to the reporter: when the metal loop was pulled back into the instrument sheath, the plastic bag remnant became partially detached. The remnant was retrieved safely together with the endocatch.

Manufacturer narrative:
(B)(4).